Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not cycling properly; therefore, a revision surgery was performed to remove and replace the component. There were no patient complications reported.